Event description:
Event description guidant received information that this right ventricular (rv) lead fractured, causing resistance up to 2500 ohms. This lead was abandoned surgically, and a new rv lead was implanted.

Manufacturer narrative:
Not returned. Event conclusion a new lead was successfully implanted. The lead will not be returned for analysis, therefore, guidant cannot confirm the clinical observation. Lead damage is normally a result of lead on lead contact or lead routing through the body. If additional information is obtained, this event will be reopened.